Event description:
The patient has a history of high degree atrioventricular block who had a dual chamber pacemaker placed at an outside facility in 2005. She did well until recently when she noted presyncope and syncope at home. Evaluation of her pacemaker showed high thresholds and possible non-capture at her home settings. During her work up, she was seen by general cardiology staff who initiated beta blocker and ace-I therapy for her new cardiomyopathy thought to be non-ischemic in origin. Per general cardiology, patient's new york heart association (nyha) class is I-ii. We subsequently had an extensive discussion with the patient and her family regarding her options for device placement, including a pacemaker or either a dual chamber or biv ICD. After all options carefully explained to patient and her family, she decided to proceed with lead revision and a pacemaker generator change.